Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. The status of the device is unknown. No patient complications have been reported as a result of this event.